Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery would deplete normally until it reached 30%. The customer stated the pump had shut off in the past at 30%. The pump was connected to a power source and was able to be turned back on. The customer's blood glucose (bg) level was 280 (mg/dl) at the time of the report. The contact stated the customer would correct during their next meal via the pump. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.